Event description:
It was reported that patient had his artificial urinary sphincter removed due to recurring incontinence and sub cuff atrophy. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.